Event description:
The plaintiff attorney alleged the decedent experienced an unspecified injury and subsequently expired on (B)(6) 2012, after use of the product.

Manufacturer narrative:
This is one event (death) for the same patient involving two separate products; associated MDR # 1225714-2013-02877.